Event description:
It was reported that after inserting the intra-aortic balloon (iab), the arterial pressure waveform was continuously displayed irregularly. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between catheter and sheath. The extender tubing and the sheath were also returned approximately 39.8cm from the iab tip. Three kinks were observed on the catheter tubing approximately 0.7cm, 3.0 cm and 19.8cm from the iab tip, respectively. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extender tubing were performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).